Event description:
Provider alleged sieve beds are defective. Per independent repair center statement, the unit alarming or red light--confirmed. The key failure was the sieve bed being defective. Additional malfunctions were tie wrap installation and clamp installation.